Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The drill bit broke mid-shaft of the drill portion while drilling the screw hole.

Manufacturer narrative:
Examination of the returned drill confirms the observation; the majority of the fluted tip broke off. A complaint database search has identified a trend for this failure within the (B)(4) quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. The date code indicates the instrument was manufactured in july of 2005 and is over (B)(6) years old. No evidence was found of product or design error as a contributing factor. Complaints will be monitored under (B)(6) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.